Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported 1 false negative sars result for one symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing). Covid positive on (B)(6) 2020, sob on (B)(6) 2021, "taste off" x 1 day. Tested on (B)(6) 2021.